Manufacturer narrative:
Duragen ((B)(6)) was not returned, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. As a result, the definite root cause of the reported issue could not be determined. Since details of the case were provided, a medical assessment was performed which concluded the following: "based on the complaint information received to date, there is insufficient evidence to suggest that duragen product was causal to the reported events. As noted in the complaint, it was assumed by the surgeon that the meningioma removal surgery and the patient¿s condition may have affected the development of the epidural hematoma and edema, in which medical safety agrees with. Surgeon shall determine, based on the patient¿s underlying medical condition and surgery needed, what products or instrumentation to use and the surgical technique approach taken for optimal results. Based on the product¿s instructions for use (IFU), possible complications can occur with any neurosurgical procedure, including delayed hemorrhage." With all the information available and the medical assessment provided, there is no indication that duragen was causal to the reported condition. Additionally, it was stated in the complaint that the meningioma removal surgery and the patient¿s condition may have affected the development of the epidural hematoma and edema.

Event description:
N/a.

Event description:
A facility reported that after implantation, a part of the brain which is right underneath the duragen 3x3 (id3301i) had swollen. In addition, the patient developed epidural hematoma. The duragen was implanted to the patient on (B)(6) 2024 and explanted on (B)(6) 2024. An allergy to duragen was suspected. There was no information on surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information has been received with the following information: 1. Primary disease: meningioma. 2. An auto release function of the perforator did not work properly and damaged dura mater and cerebral parenchyma. After that, the meningioma was removed and duragen was implanted. 3. Treatment given to the patient: after the hematoma was removed, duragen was explanted. Then, an artificial dura mater from a different manufacturer was implanted. 4. The surgeon assumes that the meningioma removal surgery and patient's condition may have affected the development of epidural hematoma and edema.